Event description:
Reporting status: serious injury/required intervention. Reporting rationale: perforation requiring intervention. Device issue: no device malfunction has been reported. It was reported that during a lad/diagonal bifurcation stenting procedure, the xience v stent was deployed at 16 atm and a perforation occurred. The physician attempted to implant a graftmaster for repair, but it would not cross; therefore, failed to treat the vessel injury. A second xience v was then implanted proximal to the first xience v stent. The patient was urgently taken to the surgery and underwent coronary artery bypass grafting. The patient is doing well and has been discharged to home. No discharge date is available. There is no additional information available.

Manufacturer narrative:
Perforation, as noted in the xience v IFU is a known adverse event associated with coronary stenting. This known patient effect is not necessarily an indication of a product quality deficiency. Perforation can be influenced by several factors, including but not limited to, lesion characteristics, procedural technique, and product size selection. Perforation and hospitalization are listed in the risk assessment matrix as no-fault post-procedure complications. The perforation required hospitalization. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined.